Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tank harness needs to be replaced on the arctic sun device. Per sample evaluation results on 05dec2023, it was reported that the multiple occurrences of alert 113 in patient data indicating not cooling. The double bend tube and the chiller evaporator outlet tube was expanded. The tank seals were splitting and lifted from the tank. Complete the 2000-hour pm procedure.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Multiple occurrences of alert 113 in patient data indicating not cooling. Serviced mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tank harness needs to be replaced on the arctic sun device. Per sample evaluation results on (B)(6) 2023, it was reported that there were multiple occurrences of alert 113 in patient data indicating not cooling. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were splitting and lifted from the tank. Complete the 2000-hour pm procedure.